Manufacturer narrative:
A jailing technique was utilized during the embolization procedure. Prior or during the procedure, thrombus was not seen at the site, and the stent was not implanted within thrombus. After the stent and coiling procedure was completed, no thrombus or other issues were noted at the site. Prior and after the procedure, the enterprise was fully expanded, apposed to the vessel wall, and in a stable position. Products utilized consisted of a prowler select plus (mc) microcatheter (606-s255x/15199263), prowler select plus (606-s255fx/15127858), essence mc (612-498/13445863), roadmaster/goodman guiding catheter, chikai/ asahi intecc guidewire, traxcess 14/ terumo, transend 300/ boston scientific, asahi extension nv/ asahi intec, orbit complex fill (637cf0721/16238230), orbit complex fill (637cf0615/15266662), excelsior sl-10 mc boston scientific (total 2), and axium/ev3 (total 9). The specific antiplatelet therapy consisted of aspirin 81mg/day (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, cilostazol 200mg/day: (B)(6) 2011, urokinase 240,000u: (B)(6) 2011, ozagrel sodium 10mg: (B)(6) 2011, argatroban hydrate 60mg/day (B)(6) 2011, heparin 9,000u: (B)(6) 2011, heparin 20,000u (B)(6) 2011, and heparin 10,000u (B)(6) 2011. The modified rankin scale before the procedure, 6 and 40 days after the procedure was 0. The post anticoagulation act was 266 seconds, no parameter was available prior or during the procedure. The patient has a history of rupture cerebral aneurysm that was treated in (B)(6) of 2010 with coil embolization and the physician indicated that the aneurysm occlusion rate before the procedure performed in 2011 was 50%. However, definite reason for the procedure was unknown, additionally no information was available for the procedure performed in (B)(6) of 2010. The left basilar top artery had a saccular ruptured aneurysm with a neck of 11.6mm and neck to sac ratio of 11.6/16mm, and a parent vessel size/diameter proximally was 2.9mm, but there was no information for distal measurement. A cd copy of the procedure was not available. No additional information was available. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00378 and 1058196-2011-00379. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The complaint from a clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812) of a previously treated aneurysm in (B)(6) 2010, and prior to placing the coils, the enterprise vrd (enc452812) stent was deployed without difficulty, then the orbit complex std coil (637cf0615, lot# 16247528) dropped through the enterprise vrd stent struts and migrated to the parent vessel. The physician attempted to pull back the coil, but was unsuccessful, and the coil became unraveled and irretrievable, and it was detached protruding in the parent vessel. Then, the procedure was resumed, but there was obstruction of the (pca) posterior cerebral artery. Therefore, the entire delivery system was removed, and thrombolytic therapy was performed with urokinase and ozagrel sodium. Afterward, the blood flow restored and additional enterprise vrd (4.5mm/22mm) was placed inside the initially-placed vrd to secure the protruding coil. The event resolved. Physician's comment: the relationship of the event to the procedure was considered to be unrelated. The relationship of the event to the device was highly probable.

Manufacturer narrative:
Information was received via (B)(4) post market study that during an enterprise vrd assisted coil embolization the 6x15 trufill dcs orbit complex fill coil dropped through the open cell of the stent and migrated. This was followed by stretching of the coil during attempt to retrieve and vessel occlusion. Blood flow was restored with administration of thrombolytics and a second stent was placed to secure the coil. The event was resolved with no neurological impact to the patient. The target site was a ruptured saccular basilar tip aneurysm with an 11.6mm neck and neck to sac ratio of 11.6/16.0. The proximal vessel diameter was 2.9mm with no information regarding the distal vessel diameter. The enterprise was deployed without difficulty and was fully expanded and appose to the vessel wall after placement. After deployment of the enterprise stent the 6x15 trufill dcs orbit complex fill coil dropped through the open cell of the stent and migrated to the parent vessel. The coil was delivered via a jailed microcatheter; however, it did not come out between the stent and the vessel wall. An attempt to pull back the coil was unsuccessful and it became unraveled. Because it was unable to be retrieved the decision was made to detach the coil. The procedure was resumed; however obstruction of the posterior cerebral artery (pca) was observed. Therefore, the entire delivery system was removed and thrombolytic therapy was performed with urokinase and ozagrel sodium. Blood flow was restored and the enterprise vrd continued to cover the aneurysm neck and appose to the vessel wall. Another enterprise vrd (4.5x22mm) was placed in side of the initially placed vrd to secure the unraveled coil. It was reported that the event was resolved. The physician reported that the event was unrelated to the procedure; relationship of the event to the device highly probable. Baseline modified rankin scale score was 0 and was 0 six days and 40 days post procedure. Pre-procedure antiplatelet therapy included aspirin 81mg, clopidogrel 75mg, and cilostazol 200mg/day one week pre-procedure. 9000 units of procedural heparin with act post anticoagulation of 266 seconds. Heparin was administered for five days post procedure. No further information is available and procedural films are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426711. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise vrd and orbit coil remain implanted. Coil migration/prolapse into normal vessels adjacent to the aneurysm as well as thrombosis and occlusion are known potential adverse events associated with the use of the enterprise vrd and orbit coils in intracranial arteries as outlined in the instructions for use. Based on the available information and without procedural films, no conclusion can be made regarding the protrusion and migration of the orbit coil and related events. However, it is possible that procedural/clinical factors including aneurysm characteristics, device manipulation, and coil sizing are factors that may have contributed to the events. With review of the available information there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00378 and 1058196-2011-00379.